Event description:
Actuator was stuck open and the transducer could not be zeroed.

Manufacturer narrative:
Examination of the returned product determined that the actuator tab had been pulled off the flush leaving it in the fast flush mode. Follow up with the customer indicates that this was found when the patient was being transported. This is possibly due to the actuator tab being pulled on rather than being squeezed during use. Co was able to confirm this issue and determine the probable cause. Based on this info. Co believes that no additional action is necessary at this time. Co considers this MDR closed with this report.